Manufacturer narrative:
Implant duration was approximately 42 months. The ipg appears to be at the end of its useful life. This appears to be due to normal depletion. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2006, the pt was implanted with a scs system. The implanted ipg battery reached end of life (eol). It was explanted because once the battery is dead, the leads cannot communicate with the ipg even if the pt has their programmer. The programmer will not find the dead battery nor any impedance readings.